Event description:
It was reported to covidien on (B)(6) 2014 to check for proper operation for a display issue. On (B)(6) 2014 covidien service found a segment in the display was missing. There was no pt involvement.

Manufacturer narrative:
Covidien service found a missing segment in the display. The front pcb was replaced. (B)(4). The serial number precedes a corrective and preventive action taken by the MFR.